Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while pacing a patient (age & gender unknown), after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that patient sustained burns to the skin. Information on the severity/degree of the burns was not available.

Event description:
Complainant alleged that while pacing a 2 year old male patient, after removing the electrodes pads, burns were found on the patient's skin. Complainant indicated that patient sustained burns to the skin. Information of the severity/degree of the burns was not available.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Evaluation results: zoll medical corporation received a pair of electrode pads. However, the electrodes appeared to be in a compromised condition. The electrodes were adhered together and unfortunately, were damaged upon an attempt to separate them for testing. A visual inspection of the electrodes did find evidence that they were used for therapy. Debris was observed on the top corner of the apex pad. The gel on the sternum pad was missing and the conductive plates had some discoloration. Due to the condition of the pads received, it was unsafe to perform any electrical testing. Information from the customer's report that a 2 year old male patient was paced using a setting of 90ma with a rate of 140ppm for 6 to 7 hours is an indication that the device was used incorrectly. Our instruction for use clearly states that the maximum pacing settings are 75ma at 150ppm. The electrode should be replaced after 24 hours or 1 hour of pacing. In this customer's report, the patient was paced for over 6 hours with no evaluation of the patient's skin or change of electrode pads as instructed. Burns of the skin are not unexpected when pacing during extended periods. Analysis of reports of this type has not identified an increase in trend.